Event description:
Inexplicable stop of ventilation on patient, with alarm. In control mode, the volume/min decreased to zero, with an alarm of spirometry. An autotriggering started at this moment with an inflation of the patient. The sv300 was removed by the doctor. Event date is not reported. No patient injury occurred.